Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Further inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Tensile forces during the explantation procedure should be taken into consideration. In summary, the inner coil of this lead was found to be fractured, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged. The physician performed a surgical intervention and this ra lead was explanted and successfully replaced with another lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense, so they were left off of this report.